Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that dull knives have been experienced during surgery and wondered if that may have contributed to some patients experiencing more edema. No procedure or patient detail information is known. Additional information has been requested.